Event description:
Event occurred (B) (6) 2008. Customer reported a leak in the IV set around the hub that goes into the top portion of the pump. Stated fluid was found inside the pump at the top and on the door. No pt harm reported and no additional event details available. The IV administration set was received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.